Event description:
It was reported that the patient experienced a prolonged low blood glucose after consuming a bag of popcorn, with a lowest continuous glucose monitor reading of 42 mg/dl, while using a libre 3+ and an ilet pump that had been paused for two days; multiple device alerts were noted by support, including insulin out, change infusion set, and incomplete cartridge load, though the specific cause of the low remained unclear. Symptoms included hypoglycemia. Outcomes included an event considered a serious injury/illness/impairment and unexpected medical intervention with oral glucose. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information regarding a specific medical device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.